Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was further reported that the device was electively replaced.

Manufacturer narrative:
Product event summary: the device was returned and analyzed. Analysis of the device revealed normal battery depletion. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that an attempt to interrogate an implantable pulse generator (ipg) by establishing telemetry with a programmer was unsuccessful. It was suspected the device was at end of service (eos). The device remains in use. No patient complications have been reported as a result of this event.